Event description:
Reportable based on analysis completed on 09/23/2009. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon leak occurred. The target lesion was located in the left anterior descending (lad) artery. The 20x2.0mm maverick2 balloon was introduced and when a vacuum was generated, blood entered the device. While inflating the balloon, it was noted that contrast medium was leaking from the proximal end where the balloon joined the shaft. The maverick2 balloon was removed from inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is listed as "stable". However, analysis revealed a pinhole in the balloon.

Manufacturer narrative:
The maverick2 balloon catheter was visually, tactilely and microscopically examined. Analysis revealed a small tear and a pinhole leak. The 0.5mm long tear was approximately 1.2mm proximal to the proximal edge of the proximal marker band. The device was connected to an encore inflation unit and during inflation, liquid leaked out through the tear in the balloon. Further examination found a pinhole leak located at the distal edge of the proximal markerband. No additional damage was noted to the device that could have contributed to the event. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).